Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned with lphse. A scratch is observed on the posterior surface of the optic which may be interpreted as the reported crack. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens with a description of "doctor states that lens is cracked". Additional information has been requested.